Event description:
It was reported by the affiliate that during an unknown procedure, handpiece error occurred. Another device was used to complete the case. No patient consequence.

Manufacturer narrative:
Evaluation summary: the hand piece was returned with a loose mount. It was tested on a generator and an error code 3 was noted. The hand piece was disassembled, a torn acoustic isolator, and evidence of moisture ingress were found in the instrument.